Event description:
The hcp reported that the following catheter revision, the patient experienced overdose and was admitted to the intensive care unit. The patient has required increased doses over time. At revision of the previous catheter, it was noted that the catheter had broken and was in the epidural space. When the new catheter was implanted in the intrathecal space, the same dose was programmed to be delivered and an overdose occurred. The only reported symptoms were slurred speech and "attitude was odd". Final patient outcome was not reported.